Manufacturer narrative:
Result: ground cable. Conclusion: at filing date, product had not yet been returned for evaluation. Follow-up will be filed if necessary based on investigation results.

Event description:
It was reported the unit had a bad grounding cable. No pt involvement or adverse consequences were reported.